Event description:
It was reported to service and repair that the foot control was running continuously when plugged in. There was no report of patient impact or injury.

Manufacturer narrative:
Blank fields in this report are the result of information not provided by the initial reporter or user facility. This product is used for therapeutic purposes. (B)(4). The device was returned to the manufacturer for service and repair. The repair technician found the connector wires were loose. The device was repaired and tested to specifications and has been returned to the customer.